Manufacturer narrative:
The insulin pump passed the displacement test, rewind basic occlusion test, prime/a33 test, excessive no delivery test, e21 error test and self test. After testing it was concluded that all operating currents were within specification. Off no power alarm functioned properly. However, the insulin pump alarmed no delivery on occlusion test. During visual inspection it was noted that the insulin pump had scratched display window and scratched case. The insulin pump was received with unknown infusion set, 23 inches, and reservoir. The insulin pump was received without battery in the battery tube.

Event description:
Medtronic legal received information regarding the customer's passing from the attorney of the family. The information received on 04/08/2015 stated the following- reporter alleges: in or about 2001 the customer began using an insulin pump. In (B)(6) 2013, the customer was using a medtronic minimed paradigm insulin pump. On or about the afternoon of (B)(6) 2013, the customer's insulin reservoir was filled with a 3 day supply of insulin. On or about the morning of (B)(6) 2013, at approximately 2:00 a.m., the customer was seen in his room, sleeping. The customer was responsive at this time. On or about the morning of (B)(6) 2014, the customer was found in his room and completely unresponsive. Paramedics were called and the customer was declared deceased. His cause of death was diabetic ketoacidosis with severely elevated glucose levels. No further information is available at this time.